Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. No patient injury was reported.

Event description:
The customer reported, the system would not produce fluoroscopy images. No patient injury was reported.